Event description:
It was initially reported by company representative: "resident was on lift being raised to go into tub. When caregiver tried to lower resident into tub, lift did not lower. Motor still ran when button was pushed but lift did not go up or down. Resident was then removed from seat manually and lift taken out of service." (B)(4).